Event description:
A malfunction alarm occurred, displaying a specific malfunction code. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer continued to use the pump for insulin therapy.